Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient's ins was getting hot when they recharged. The patients stated that even when they took the recharger off it still felt hot. The patient noticed the event started around three months ago ((B)(6) 2020). No further complications or patient symptoms were reported or anticipated.